Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. Four hundred thirty (430) days post index procedure during the one year follow up transesophageal echocardiography (tee) imaging appointment, a laminar thrombus was observed between the coumadin ridge and the closure device. The medication regimen was changed to oral anticoagulants and aspirin from dual antiplatelet therapy in response to the thrombus. The patient was discharged home as the thrombus was able to resolve.